Event description:
Information was received from health care professional via manufacturer representative regarding a patient undergoing plif for kyphosis. It was reported that the driver broke, and broken fragments remains inside the patient. There was no plan for revision surgery. No health impact on patient due to this event. No further complications reported/anticipated because of this event.

Manufacturer narrative:
G2: country of origin - japan. H3: product analysis # (B)(4): part # 6061002, lot# kh21m206 visual and optical examination identified that the tip of the driver has been sheared off, consistent with interface during usage and was not returned for analysis. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.